Event description:
Per physician dosing directive, guardian increased patient coumadin dose based on protime reading. Guardian reports, patient later began vomiting and took to ER. Patient is hydrocephalic with implanted shunt and mechanical heart valve and subsequently admitted for invasive diagnostic procedure related to hydrocephalic shunt. Lab inr performed in support of diagnostic procedure indicated inr too high and physician elected to delay procedure. Coumadin level subsequently lowered and procedure completed without patient complications or injury. Patient discharged and guardian continued use of protime without subsequently reports of discrepancies.

Manufacturer narrative:
Manufacturer method, results and conclusions: manufacturer awaiting product return.